Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The suspect medical device was not manufactured by mentor. As a result, no additional medwatch reports will be submitted from mentor for this event manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced right sided deflation post procedure. The patient noticed that the implant was shrinking. A physical examination was performed by a physician and deflation was diagnosed. As a result, an explant was performed on (B)(6) 2021.